Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the inferior vena cava (ivc) wall and migration. The patient reported becoming aware of the events approximately ten years and four months post implant. The patient also reported chest pain related to the tilted filter. According to the medical records the patient had a history of pulmonary embolism (pe), worsening bilateral pleural effusions, hemoptysis, abdominal pain secondary to obstructed incisional hernia, status one day post repair of recurrent incisional hernia, asthma, gastroesophageal reflux disease (gerd), myeloproliferative disorder (post splenectomy) and eosinophilic esophagitis with esophageal strictures. Due to the hemoptysis the patient was not a candidate for anticoagulation therapy. The filter was placed via the right femoral vein and deployed with the upper portion of the filter at the upper level of l3. Next, the patient had a bronchoscopy with bronchioloalveolar lavage. Two days later the patient had a skin biopsy of lesion on the right side of the neck. The next week the patient had a video assisted thoracoscopy with wedge resection (2x). Approximately ten years post implant an abdominal computed tomography (CT) scan was done to evaluate the filter. The results reported a small superior ventral midline hernia, and the filter was in the vena cava. The filter showed signs of migrating inferiorly into the proximal aspect of the right common iliac vein. Some of the limbs protrude into the extravascular space. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Without post implant imaging reports the reported events could not be confirmed or further clarified. Chest pain does not represent a device malfunction and may be related to underlying patient specific issues or comorbidities. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of pulmonary embolism (pe), worsening bilateral pleural effusions, hemoptysis, abdominal pain secondary to obstructed incisional hernia, status one day post repair of recurrent incisional hernia, long history of asthma, gastroesophageal reflux disease (gerd), myeloproliferative disorder (post splenectomy) and eosinophilic esophagitis with esophageal strictures. Due to the hemoptysis the patient was not a candidate for anticoagulation therapy. The filter was deployed via the patient's right femoral vein. The filter was placed with the upper portion of the filter at the upper level of l3. Next, the patient had a bronchoscopy with bronchioloalveolar lavage. Two days later the patient had a skin biopsy of lesion on the right side of their neck. The next week the patient had a video assisted thoracoscopy with wedge resection (2x). Approximately ten years after the index procedure an abdominal computed tomography (CT) scan was done to evaluate the filter. The images revealed a small superior ventral midline hernia and the filter was in the vena cava. The filter showed signs of migrating inferiorly into the proximal aspect of the right common iliac vein. Some of the limbs protrude into the extravascular space. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the ivc and migration of entire filter other than to heart. The patient became aware of the reported events approximately ten years and four months after the index procedure. The patient also reported chest pain related to the tilted filter.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the inferior vena cava (ivc) wall and migration. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without post implant imaging reports the reported events could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter has migrated and perforates the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.